Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo a surgery for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a fusion surgery and called patient care if the stimulation was corrected prior to the fusion surgery. It was also reported that everything was resolved and she does not need anything from anybody at the bsc at this point.

Event description:
A report was received that the patient will undergo a surgery for an unknown reason.